Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an electrode fracture was suspected due to artifacts present in secondary vector that were also reproduced during in-office follow-up in secondary and alternate vectors. Technical services (ts) reviewed available device data and confirmed the non-physiological signals in stored episodes were pointing towards an electrode fracture. The patient was admitted to the hospital, pending a replacement procedure. Besides hospitalization, no other adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued. Of note, this event was reported via a phone call from the pacemaker technician to boston scientific technical services, and there was not boston scientific field involvement.

Event description:
It was reported that an electrode fracture was suspected due to artifacts present in secondary vector that were also reproduced during in-office follow-up in secondary and alternate vectors. Technical services (ts) reviewed available device data and confirmed the non-physiological signals in stored episodes were pointing towards an electrode fracture. The patient was admitted to the hospital, pending a replacement procedure. Besides hospitalization, no other adverse patient effects were reported.